Event description:
It is reported that a customer received jumped in the swimming pool with his insulin pump still attached to him. The patient's blood glucose level was at 80 mg/dl. The customer states that the screen is frozen after changing batteries and the pump was exposed to fluid/moisture. The pump was said to have been vibrating without an alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored in a 50c oven for several days and no blank display, unexpected vibration or constant tone was noted. The insulin pump had normal operating currents. No damage was found on the isolation tape. All of the buttons functioned properly. No damage was noted on the keypad assembly. No frozen display was noted. However, moisture damage was found on the electronic and vibrator assembly. No moisture damage was found on the motor, battery tube, or keypad assembly. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.